Event description:
Patient being transferred to outside hospital with balloon pump in rescue (battery) mode. Enroute the battery quickly discharged power to half-life, continued to decrease charge and battery depleted. The last 8 minutes of transfer the balloon pump was not functioning. Battery tested as charged. Patient had pci and was placed on balloon pump, was intubated and transferred to outside facility.